Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, the patient required intervention due to perivalvular leak after an implant duration of approximately six (6) months. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Upon review of this case report it was learned that a 53 year old patient with history of diabetes mellitus and hypertension presented to the emergency room with 1-month history of angina, syncope on exertion, and dyspnea. The patient's native bicuspid aortic valve was explanted and replaced with a 23mm 8300ab pericardial aortic valve. The procedure was tolerated well without complication. Intraoperative transesophageal echocardiogram (tee) showed a small paravalvular leak (pvl) that was believed would resolve with time. Three (3) month post-op tee showed an unchanged, mild pvl. At the six (6) month post-op tee the patient presented with dyspnea on exertion and near syncopal episodes. Tee revealed moderate-severe pvl posterior to the aortic valve with eccentric jet projecting towards the anterior mitral leaflet. Pvl was treated with balloon aortic valvuloplasty using a 25mm true balloon. Resolution of pvl was confirmed post-operatively by angiography and echocardiography. The patient was followed for one (1) year and remained symptom-free with evidence of mild pvl on surveillance echocardiography.

Manufacturer narrative:
Reference CAPA-20-00141.